Event description:
No blood glucose levels reported. The customer reported multiple no delivery alarms from the insulin pump in the past. Troubleshooting was not done. The customer reported that the tubing of the insulin pump would get kinked. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).